Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead had high capture thresholds. The physician attempted to reposition the lead, but every position still resulted in high capture thresholds, so the lead was explanted. The physician attempted to replace the lead with a competitive lead, but was unsuccessful. The patient was in stable condition throughout.